Manufacturer narrative:
On 13-sept-2021, the investigation on the suspected medical device was updated. Investigation summary (update): mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-aug-2021, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral capsular contracture (unknown grade). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-sept-2021, it was found that the date mentioned on the previous report was incorrect. Manufacturer's reference number: (B)(4). On the previous supplemental report, it was stated that on 13-sept-2021, the investigation on the suspected medical device was updated. However, the correct date is 9-sept-2021, not 13-sept-2021.

Manufacturer narrative:
Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured, and it was received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative left-sided rupture. MRI performed on unspecified date indicated the left-sided rupture. The diagnosis was confirmed by a healthcare professional based on the MRI result. As a result, the patient underwent bilateral removal and replacement with unspecified allergan gel breast implants on (B)(6) 2021.